Event description:
Pentax medical was made aware of a complaint that occurred in the united states with a description of "customer reported brush stuck/broken in channel. The customer stated suction cylinder (is) shaving cleaning brush. The customer also stated the gastroscope was removed from service and the facility follows all steps in the reprocessing cycle" involving pentax medical video gastroscope, model eg29-i10c-us, serial number (B)(4). The customer owned endoscope was returned for evaluation on 21-jul-2021. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician was unable to duplicate the customer complaint but documented the following additional findings: fluid invasion not observed in control body, fluid invasion not observed in pve connector, passed wet leak test, passed dry leak test. The device had o-rings and seals replaced. Eg29-i10c-us, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was approved by final qc on 30-jul-2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.